Manufacturer narrative:
Method: device not rec'd. Conclusions: device not returned no eval can be performed. Device not provided to MFR for eval. Complaint type is being monitored and analyzed.

Event description:
Customer reported wife has a left ventricular assist device (lvad). Reported 2864 medipore tape used to secure gauze dressing on outer periphery of tubing exit site. Reported skin redness, itching and small area of oozing where tape was applied to skin on periphery of dressing. Reported dermatologist prescribed desoximetasone and mupirocin topical ointments to treat skin reaction. Reported wife has sensitive skin.